Event description:
It was reported that during a cholecystectomy procedure, the clip ejected. The ejected clip was unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information 11/24/2009: "the clip was ejected outside the patient's body"

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the patient had undergone two procedures to fuse l3-l5. L3 set screw was backed out again after it was re-implanted at the revision surgery. But no additional surgery is reported at this time.